Manufacturer narrative:
Based on the claim against the product by the customer noting the non-intuitive motion of the large suturecut needle driver (lsnd) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The lsnd instrument was analyzed and the complaint regarding non-intuitive motion was not confirmed by failure analysis. Failure analysis did not replicate nor confirm the reported complaint. A visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected. The failure analysis investigations and in-house testing of the returned lscnd revealed no issues related to the customer-reported event.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the large suturecut needle driver (lsnd) moved non-intuitively. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the lsnd instrument was inspected prior to use with no issue. The customer did not recall specifically how the instrument moved non-intuitively. There was no patient injury as a result of the event.